Manufacturer narrative:
(B)(4) date sent to the FDA: 1/26/2021 additional information: b3, g1 additional information: d4 - the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch kgj460 . Batch kde645 . Additional information was requested and the following was obtained: what was the initial procedure? Rhinoplasty what is the event day and procedure date? (B)(6) 20020 what is the lot number? Customer couldn't remember the exactly lot number that they used, however they supposed to be lot kgj460 or lot kde645. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial procedure? What is the event day and procedure date? What is the lot number?

Event description:
It was reported that a patient underwent an unknown procedure in 2020 and suture was used. During the procedure, the needle broke. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/26/2020. A manufacturing record evaluation was performed for the finished device lot number kde645, and no non-conformances related to the reported complaint condition were identified. Mfg. Date -4/5/2016. Exp. Date -3/31/2021. A manufacturing record evaluation was performed for the finished device lot number kgj460, and no non-conformances related to the reported complaint condition were identified. Mfg. Date -6/21/2016. Exp. Date -5/31/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.